Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneously low total bilirubin (tbil) results generated by unicel dxc 600 pro synchron chemistry analyzer for two patients. The results were not reported out of the laboratory. For both patients, more samples were drawn and the tests were repeated. Believable results were obtained and reported. There was no effect to the patients or to the user.

Manufacturer narrative:
The samples were heel stick serum samples from neonatal patients. Per the customer, both samples were grossly hemolyzed. Hemolysis in the samples is a root cause for this event.